Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, battery compartment damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 10/09/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery compartment crack was observed. Unrelated to the complaint, the battery cap threads were damaged. The returned cap was unable to secure properly. A test cap was able to secure properly to the pump.